Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient needed an MRI for altered mental status and "to evaluate her salivary gland." The patient told the hcp that "the pump isn't working" and she was scheduled to see her managing doctor the following week to discuss the issue. No further complications were reported.